Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown triflange cup, p/n unknown, l/n unknown; unknown head, p/n unknown, l/n unknown; unknown stem, p/n unknown, l/n unknown ; unknown liner, p/n unknown, l/n unknown. (B)(6).

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.